Manufacturer narrative:
It was reported a black spec was noticed in the hub of the needle. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows three different needle assemblies with the needles inserted into a vial. The needle assembly with a green hub has a dark color dot on the needle hub. No other defects or imperfections were observed. A device history record review was completed for provided material number 305165, lot 2228049. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that the bd® needle 1 in. Single use, sterile had foreign matter. The following was received by the initial reporter: customer reported a black spec was noticed in the hub of the 21 g needle (305165).

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd® needle 1 in. Single use, sterile had foreign matter. The following was received by the initial reporter: customer reported a black spec was noticed in the hub of the 21 g needle (305165).